Manufacturer narrative:
No observable defects could be found with the component itself. Measurements taken met design requirements. A review of the product's lot history could not be completed since the lot number was unavailable from the md's office.

Event description:
Dental assistant reported that an implant failed due to bone resorption.